Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using a non-tandem wall adapter. The customer's blood glucose was 181 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to attempt to charge the pump using a 2nd wall adapter. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved using the 2nd wall adapter; however, no additional information could be obtained.